Event description:
R hip implant (B)(6) 2005, dislocated (B)(6) 2009, closed reduction failed, revised (B)(6) 2009 to another pinnacle metal-on-metal hip with continuing problems. Continuing pain with consequent limitation of motion, need to use cane at times, need for support when rising, sitting, or on stairs, sleep disturbance due to pain, inability to lift more than 5-10 lbs., inability to walk distances or stand for any length of time, inability to excise.